Event description:
While the harmonic curved shears were in the insufflated abdomen of the pt, the hinge of the shears broke allowing the arm to move freely within the abdomen. No harm to pt. All parts of equipment were recovered. MFR: please note that we do not send products to the MFR, (B)(6).